Event description:
Two valiant captivia stent grafts and one valiant navion stent graft were implanted during the endovascular treatment of a thoracoabdominal aortic aneurysm. Seven months later, a secondary procedure was performed to treat a type ia endoleak. It was reported approximately 5 years post index procedure, the patient presented to the physician¿s office and, although feeling well, a CT scan revealed an increase in the thoracoabdominal aortic aneurysm (taaa), along with a type ib endoleak and disease progression. Intervention was performed 21 days post follow up, an additional valiant captivia stent graft was implanted to resolve the type ib endoleak and taaa progression. The site assessed the taa progression and endoleak as related to the underlying disease and not related to the study device or index procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.